Event description:
The lay user/patient contacted lifescan alleging the meter has a line through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the stimulation was in the wrong location following a fall. The pt fell during vacation and the implantable neurostimulator (ins) site was swollen and felt warm. The pt was to see the dr on (B)(6) 2010. The pt's status was unk. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2010-08307